Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hypoglycemia, with a reported blood glucose of 39 mg/dl and a recent fast carbohydrate treatment that preceded subsequent nocturnal hyperglycemia, potentially due to unrecognized bedside snacking and rebound. Symptoms included low blood glucose. Outcomes included no hospitalization and completion of troubleshooting and education regarding learning algorithms and appropriate low blood glucose protocol. Investigation included user interview and troubleshooting focused on use behaviors and treatment of lows. Investigation of this case revealed no device malfunction reported, and the pattern was consistent with user behavior contributing to variable glucose levels, including possible overtreatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.